Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a constricted lead body and deformation of the inner coil 28cm distal to the df4 connector pin. In this region the insulation was damaged and blood had penetrated the lead. This damage can be considered the root cause of the clinical observation. Based on the characteristics it is reasonable to assume that the damage resulted from a tight suture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 4 months, oversensing on the ventricular channel was reported.